Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), device dislocation ('coil is under a filtche clamp and sitting on the edge of ovary') and genital haemorrhage ('extreme amount of blood') in a (B)(6) female patient who had essure (batch no. 305794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included hypertension, hypercholesterolemia, ovarian cyst and peritoneal adhesions. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: passed from fallopian tube through vagina and out of my body/ expulsion of essure device"), pelvic pain ("pelvic region pain/ pelvis pain") and abdominal pain lower ("lower right abdominal pain/ lower right abdomen pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety about migration"), migraine ("migraines"), headache ("headaches") and panic attack ("panic attacks"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), internal injury ("internal damage"), depression ("depression"), adnexa uteri pain ("ovary area pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (ablation and salpingectomy of left side, partial salpingectomy on right side). At the time of the report, the menorrhagia, device dislocation, genital haemorrhage, device expulsion, pelvic pain, vaginal haemorrhage, anxiety, internal injury, depression, migraine, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, constipation, abdominal pain lower, adnexa uteri pain, panic attack and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, constipation, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, internal injury, menorrhagia, migraine, panic attack, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-may-2019: pfs and medical record received. Reporters information and lot number was added. Event injury was replaced with pelvic region pain. Events added: abnormal bleeding (vaginal, menorrhagia), anxiety about migration, internal damage, depression, migraines, headaches, uterine fibroids, migration of essure device location of device: passed from fallopian tube through vagina and out of my body, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, bloating, constipation, extreme amount of blood, lower right abdominal pain, panic attacks, the coil is under a filche clamp and sitting on the edge of my ovary, ovary area pain. Medical history, concomitant drug and lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), device dislocation ('coil is under a filtche clamp and sitting on the edge of ovary') and genital haemorrhage ('extreme amount of blood') in a 29-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included hypertension, hypercholesterolemia, ovarian cyst and peritoneal adhesions. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: passed from fallopian tube through vagina and out of my body/ expulsion of essure device"), pelvic pain ("pelvic region pain/ pelvis pain") and abdominal pain lower ("lower right abdominal pain/ lower right abdomen pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety about migration"), migraine ("migraines"), headache ("headaches") and panic attack ("panic attacks"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), internal injury ("internal damage"), depression ("depression"), adnexa uteri pain ("ovary area pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (ablation and salpingectomy of left side, partial salpingectomy on right side). Essure was removed. At the time of the report, the menorrhagia, device dislocation, genital haemorrhage, device expulsion, pelvic pain, vaginal haemorrhage, anxiety, internal injury, depression, migraine, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, constipation, abdominal pain lower, adnexa uteri pain, panic attack and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, constipation, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, internal injury, menorrhagia, migraine, panic attack, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. Current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.25 kgs. Hysterosalpingogram: on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 305794898 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case correction due to submission fail. Batch number was replaced from "305794898-invalid, 794898 -valid" to "794898" (valid number). No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), device dislocation ('coil is under a filtche clamp and sitting on the edge of ovary') and genital haemorrhage ('extreme amount of blood') in a 29-year-old female patient who had essure (batch no. 305794898-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included hypertension, hypercholesterolemia, ovarian cyst and peritoneal adhesions. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: passed from fallopian tube through vagina and out of my body/ expulsion of essure device"), pelvic pain ("pelvic region pain/ pelvis pain") and abdominal pain lower ("lower right abdominal pain/ lower right abdomen pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety about migration"), migraine ("migraines"), headache ("headaches") and panic attack ("panic attacks"). In (B)(6) 2016 the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), internal injury ("internal damage"), depression ("depression"), adnexa uteri pain ("ovary area pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (ablation and salpingectomy of left side, partial salpingectomy on right side). At the time of the report, the menorrhagia, device dislocation, genital haemorrhage, device expulsion, pelvic pain, vaginal haemorrhage, anxiety, internal injury, depression, migraine, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, constipation, abdominal pain lower, adnexa uteri pain, panic attack and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, constipation, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, internal injury, menorrhagia, migraine, panic attack, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010. Current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.25 kgs. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 305794898 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: update of information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia'), device dislocation ('coil is under a filtche clamp and sitting on the edge of ovary') and genital haemorrhage ('extreme amount of blood') in a 29-year-old female patient who had essure (batch no. 794898) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical dysplasia. Concurrent conditions included hypertension, hypercholesterolemia, ovarian cyst and peritoneal adhesions. Concomitant products included bisoprolol fumarate;hydrochlorothiazide (ziac). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)/ cramp"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("bloating") and constipation ("constipation") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: passed from fallopian tube through vagina and out of my body/ expulsion of essure device"), pelvic pain ("pelvic region pain/ pelvis pain") and abdominal pain lower ("lower right abdominal pain/ lower right abdomen pain"). In (B)(6) 2013, the patient experienced anxiety ("anxiety about migration"), migraine ("migraines"), headache ("headaches") and panic attack ("panic attacks"). In (B)(6) 2016, the patient was found to have uterine leiomyoma ("uterine fibroids"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), internal injury ("internal damage"), depression ("depression"), adnexa uteri pain ("ovary area pain") and gastrointestinal disorder ("gastrointestinal or digestive system condition"). The patient was treated with surgery (ablation and salpingectomy of left side, partial salpingectomy on right side). At the time of the report, the menorrhagia, device dislocation, genital haemorrhage, device expulsion, pelvic pain, vaginal haemorrhage, anxiety, internal injury, depression, migraine, headache, uterine leiomyoma, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal distension, constipation, abdominal pain lower, adnexa uteri pain, panic attack and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, anxiety, constipation, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, internal injury, menorrhagia, migraine, panic attack, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) -2010. Current weight 240 lbs diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.25 kgs. Hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded), migration of essure device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Lot number reported 305794898 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case correction due to submission fail. Batch number was replaced from "305794898-invalid, 794898 -valid" to "794898" (valid number). No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.